Manufacturer narrative:
The device was returned for evaluation. The DHR showed no abnormalities related to the reported failure. Complaint was confirmed via inspection of the unit. The disk ratchet was worn allowing the lock to move up and down. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4). Linked to mfg report number 3004608878-2020-00228 and 3004608878-2020-00229.

Event description:
This is 1 of 3 reports. An integra representative reported that the lock of the a3059 mayfield composite series skull clamp has an up and down movement from the disk ratcheting being worn. There was no known patient injury or delay in surgery.